Event description:
The customer reported that the central nurse's station (cns) shut down and, when trying to boot back up, would go to the cns splash screen, and then restart again. No patient harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down and, when trying to boot back up, would go to the cns splash screen, and then restart again. No patient harm or injury was reported. Service requested: an exchange unit was shipped to the customer on 07/12/2019. Service performed: evaluation: on (B)(6) 2021, the returned unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). No physical damage was noticed. Upon rc evaluation, the reported problem could not be duplicated. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The unit was scanned into nk stock. Investigation summary: the root cause of the issue could not be determined as nka rc was not able to duplicate the issue on evaluation. As per the operator's manual, the possible causes of the system crashing periodically is a faulty storage device. The reported issue does not require further investigation through CAPA process since the device was found to be functioning as intended and no deviation from performance was noted by nka rc. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni serial #: ni additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shutdown and goes to the cns splash screen when it tries to boot up and restart. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shutdown and goes to the cns splash screen when it tries to boot up and restart. No patient harm reported.